Manufacturer narrative:
Vyaire file identification: (B)(4). A recently conducted internal testing with the results received by vyaire medical on 11 march 2019 indicates that there is the potential to elude aluminum from the enflow disposable cartridge during intravenous warming therapy with fluid and blood solutions. As a result, vyaire is initiating an immediate global recall of the enflow disposable cartridges part number 980200eu & 980202eu. Any additional information received from the customer or through vyaire's internal investigation will be included in a follow-up report.

Event description:
A news article by the bmj titled "enflow fluid warming device: warning over risk of aluminium toxicity" was published on march 11, 2019. The article mentions a recent paper in anaesthesia that uncoated aluminium plates in fluid warming systems, such as those used in the enflow system, yielded potentially harmful concentrations of aluminium when using balanced electrolyte solutions. Lead researcher thorsten perl, senior consultant at the university medical centre (B)(6), told the bmj that patients with impaired aluminium elimination from renal insufficiency were at risk of adverse events. "An effective coating for aluminium containing medical devices in direct contact with fluids should be recommended," he said.